Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance and varying low voltage impedance on the right ventricular (rv) lead. No changes or intervention were performed. There were no patient consequences.